Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the controller was defective. There was no patient impact.

Manufacturer narrative:
Analysis found that the controller was received in a good cosmetic condition. Screw update was performed. The device has been tested according to specifications. If information is provided in the future, a supplemental report will be issued.